Event description:
Arthralgia (both of her knees are terrible she clarified this as pain of both knees, after the 1 week, the pain worsened)/painful (right knee) [injection site joint pain]. ([Condition aggravated]). Right knee was swollen/swelling worsened [injection site joint swelling] ([condition aggravated]). Difficult time walking [difficulty in walking]. Case narrative: initial information received on 27-apr-2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states. Study title: sanofi patient connection. This case is linked to case (B)(6) (multiple devices suspect for same patient, left knee); (B)(6) (duplicate cases). This case involves a 76 years old female patient who experienced arthralgia (both of her knees are terrible she clarified this as pain of both knees, after the 1 week, the pain worsened)/painful (right knee), right knee was swollen/swelling worsened and difficult time walking while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant disease, risk factors, and family history were not provided. The first time the patient received an injection it sort of helped. At the time of the event, the patient had ongoing arthralgia. On 04-apr-2023, the patient received hylan g-f 20, sodium hyaluronate injection, liquid (solution) 6 ml once via route intra-articular in the right knee (strength: 48mg/6ml) (with an unknown expiry date and batch number) for osteoarthritis. Information on batch number and expiry date was requested. The consumer received synvisc-one in both knees (bilateral) and had a bad (terrible) reaction. She added that both of her knees were terrible. She clarified this as pain and swelling of both knees. The following day of injection her right knee was swollen/ swelling (injection site joint swelling) and painful (injection site joint pain) (onset: (B)(6) 2023; latency: 1 day). The patient returned to her physician and he gave her a cortisone shot and told her that it was normal. The cortisone injection improved the pain and swelling for 1 week, however after the 1 week (apr-2023), the pain and swelling worsened (condition aggravated). The patient's right knee was swollen and painful and the left not as much and did not feel so great. Her right knee felt very bad and was more painful than prior the injection. She said that she used to be able to walk 5 miles. The patient was also having a difficult time walking (gait disturbance, onset: apr-2023; latency: few days approximately) and was concerned because she read online that people can get disabled from the injections. The patient was asking what she should do to treat this issue and whether she would be disabled for the rest of her life. The patient was referred to her health-care professional for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken : not applicable for all events. Corrective treatment: the patient was treated with cortisone (cortisone) for injection site joint swelling, injection site joint pain; not reported for gait disturbance. Outcome: not recovered / not resolved for all the events. Reporter causality: not reported for all the events. Company causality: reportable for all the events. A product technical complaint (ptc) was initiated on 27-apr-2023 for synvisc-one (lot/batch number, expiry date:unknown) with global ptc number: 100323650. The sample status of the ptc was not available. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation completed on 19-05-2023.the conclusion was no assessment possible. Additional information was received on 19-05-2023 from quality department: ptc details added, strength added. Based on information previously received, the information has/have been amended. Based on this information, the case initially considered as non-serious non valid was upgraded to serious valid case. Event adverse reaction deleted; event arthralgia, joint swelling added. Ptc details updated. Text amended. Additional information was received on 23-jun-2023 by quality department: the complaint (B)(4) for USA has been reopened for the following reason: wrong complaint information; no new significant information received. Upon internal review on 17-jul-2023, it was assessed that the case (B)(4) (to be deleted) was identified to be duplicate of (B)(4) (to be retained). All the information from the case (B)(4) has been merged in the case (B)(4). Case (B)(4). With csd of 27-apr-2023, would be deleted. Therapy details including therapy start date, dose, frequency, indication were added. The event of gait disturbance was added. Text amended accordingly.

Event description:
Arthralgia (both of her knees are terrible she clarified this as pain of both knees, after the 1 week, the pain worsened) [arthralgia aggravated] joint swelling [joint swelling] ([condition aggravated]). Case narrative: initial information received on (B)(6) 2023 regarding a solicited valid serious case received from a patient, in the scope of patient support program "psp_saus.tjo.012". Patient ID: (B)(6); country: united states study title: sanofi patient connection. This case is linked to case ID 2023sa138270 (multiple devices used in a single patient). This case involves a 76 years old female patient who had arthralgia (both of her knees are terrible she clarified this as pain of both knees, after the 1 week, the pain worsened) and joint swelling while being treated with the use of medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), concomitant disease, risk factors, and family history were not provided. On an unknown date, the patient received [synvisc one] hylan g-f 20, sodium hyaluronate injection, liquid (solution) via route intra-articular in the right knee strength-48 mg/6 ml(with an unknown dose, frequency, indication, expiry date and batch number). Information on batch number and expiry date was requested. Patient stated that she had a terrible reaction to synvisc-one. She added that both of her knees were terrible. She clarified this as pain and swelling of both knees. She stated that she used to be able to walk 5 miles. The patient received a cortisone injection which improved the pain and swelling for 1 week, however after the 1 week, the pain and swelling worsened (joint swelling) (arthralgia) (unknown onset and latency). The patient asked what she should do to treat this issue and whether she will be disabled for the rest of her life. Referred the caller to her hcp (healthcare professional) for evaluation and treatment recommendations. The patient was very angry throughout the call and disconnected before any other ae (adverse event) information could be obtained. Action taken : was not applicable for all events. Corrective treatment: the patient was treated with cortisone (cortisone) for arthralgia and joint swelling. Outcome: not recovered / not resolved for all the events. Reporter causality: not reported for the events. Company causality: not reportable for the events. Seriousness criteria: intervention required for all events a product technical complaint (ptc) was initiated on (B)(6) 2023 for synvisc-one (lot/batch number, expiry date:unknown) with global ptc number: (B)(4). The sample status of the ptc was not available. Based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. This complaint did not have a quality defect that would attribute to a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. The product lot number was not provided. A batch record review was not possible. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Sanofi will continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. . The final investigation completed on 19-05-2023.the conclusion was no assessment possible. Additional information was received on 19-05-2023 from quality department ,ptc details added,strength added. Based on information previously received, the information has/have been amended. Based on this information, the case initially considered as non-serious non valid was upgraded to serious valid case. Event adverse reaction deleted; event arthralgia, joint swelling added. Ptc details updated. Text amended